Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the distal medial tibial plate fractured in situ. No intervention has been reported. Attempts have been made and no further information has been made available at this time.

Manufacturer narrative:
The following report is submitted to relay additional information. Concomitant products: 3.5 mm locking screw 24 mm length cat:#00235902435 lot:#62470817, 3.5 mm locking screw 30 mm length cat:# 00235903035 lot#: 63506993, 3.5 mm locking screw 34 mm length cat#: 00235903435 lot#: 63444625, 3.5 mm locking screw 38 mm length cat#: 00235903835 lot#: 63446012, 3.5 mm locking screw 40 mm length cat#: 00235904035 lot#: 63488848, 3.5 mm locking screw 44 mm length cat#: 00235904435 lot#: ni, 3.5 mm locking screw 46 mm length cat#: 00235904635 lot#: 63284140, 3.5 mm cortical screw self-tapping 26 mm length cat#: 00483502601 lot#: 63474229, 3.5 mm cortical screw self-tapping 30 mm length cat#: 00483503001 lot#: 63394914. The reported event was confirmed through radiographs received. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Review of the x-rays identified that the overall fit of the tibial plate and screw was appropriate. The tibial plate is fractured at the level of the inferior most proximal set of screws. It also noted a lucent fracture line with significant bony callus formation. It may have occurred that the fracture was unstable and superimposed trauma caused a re-fracture of the bone and the hardware. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Updated: labeled for single use.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the distal medial tibial plate fractured approximately six months post-implantation. The patient was then revised three days after fracture occurred. Attempts have been made and no further information has been made available at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.